Event description:
The patient reported charging and communication issues between the implant and the external equipment. External equipment was exchanged, however the issue was not resolved. The patient was explanted and reimplanted with a new advanced bionics spinal cord stimulator.